Manufacturer narrative:
(B)(4). It was reported that a blood clot or blockage was identified in the drain.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. There were two small cuts near the black dot. The drain could have been damaged by the end user.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2012 a drain was used at the anterior chest wall and connected to the reservoir. The surgeon was unable to activate the device. The surgeon exchanged the reservoir for a new one, but the situation was the same. Then, the surgeon exchanged the drain for a new one, and activation could be started properly. There were no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.